Manufacturer narrative:
Olympus medical systems corp.(omsc) performed MDR retrospective review and found that this supplemental report is required on december 24, 2015. This supplemental report is being submitted to provide additional information on evaluation results based on a retrospective review of complaint record. Based upon reproduction testing, it was confirmed that a bending rubber had been folded. We, however, were not able to observe the phenomenon in which the bending rubber can't be pulled out of an endotracheal tube. Our investigation has shown that frictional resistance between the bending rubber and the endotracheal tube increased due to lowered smoothness, which caused the bending rubber to be folded. A lack of a lubricant prevented the smoothness between the two parts. In addition, it is possible for xylocaine spray which was used as a lubricant in the user facility, to damage the insertion section. Based on the above investigation result, it is possible that an error in the user handling of the device caused this event.

Event description:
Olympus medical systems corp. (Omsc) was informed that when the user facility was suctioning the pt's expectorated sputum, they tried withdrawing the subject device from the endotracheal tube, but it was impossible because a part of insertion tube covering was peeled and rolled up and then the subjective device clogged the tube. Though the user facility removed the subject device with the tube, the pt was choked temporarily. After suffering cardiopulmonary arrest for a few minutes, the pt recovered consciousness. The tube was the same model that had been used with the subject device at the user facility.

Manufacturer narrative:
The subject device was returned to omsc for eval. Based upon the eval of the subject device by omsc, it was confirmed that the subject device got stuck in the endotracheal tube at the 250 mm from the distal tip. At the clogging point, as the cover of the bending section of the scope was torn and folded towards distal end, the outer diameter of the scope became large. The cover was broken from the adhered region of proximal side. There were no abnormality such as degradation or damage at the adhesion parts and distal end of the scope. The multi-joint at the bending section broke and the metal braid was turn. The mfg history was reviewed, with no irregularities related to this problem noted. The exact cause of the scope getting stuck could not be determined at this time. If add'l info becomes available at a later time, this report will be supplemented. Though the pt deceased the next day that the phenomenon occurred, the doctor stated that there is no correlation between the phenomenon and the pt's outcome because the pt's condition was very poor even before the procedure.